Event description:
Clinical trial. It was reported that during a carotid stenting procedure, there was forward advancement of the stent. The index procedure treated a de novo lesion in the right common carotid artery. There was 70-75% stenosis which extended into the proximal internal carotid artery. The left external carotid artery had 50% ostial stenosis. The lesion was 5 mm wide and 16 mm long. A 6f sheath was carefully advanced over the vertebral catheter in the normal fashion utilizing road mapping technology. The lesion was wired without difficulty with the filter wire embolic protection system. Angioplasty was performed with a maverick 4.0 x 30 balloon at 8 atmospheres. Following this, a nexstent 9.0 x 30 nitinol stent was carefully positioned. Unfortunately, despite very careful deployment, there was forward advancement of the stent into the internal carotid artery not completely covering plaque in the distal common carotid artery. It was felt best to proceed with additional stenting to cover this significant plaque. Accordingly, another manufacturers 10.0 x 20 nitinol self-expanding stent was chosen. This was deployed in normal fashion. Post implant stenosis was 5%. The filter wire was successfully retrieved. The patient was discharged one day later. Discharge medications included aspirin, plavix, vytorin, and isosorbide mononitrate.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.